Event description:
It was reported during repositioning the coil during a basilar tip aneurysm coil embolization procedure, the coil detached prematurely. The coil was in its intended location at the time this occurred. There was no impact or consequences to the patient.